Event description:
The customer called to report that her pod initiated a communication alarm within the first day of operation. When the pod was removed, "brown liquid" was seen inside. She reported having high bg's (great than 250mg/dl) with this pod and will return it for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.